Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Evaluation: the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Received one 15fr drain which is broken in the fluted area. The torn surface has indented character; which indicates that, most likely, the drain tore following some pre-damage like a cut or nick. Most likely the drain broke following damage in use.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019, and a drain was used. The patient was discharged. When she returned to the office to remove the drain, it broke on (B)(6) 2019. No harm was reported to the patient.